Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): testing confirmed the "up" and "down" keys have intermittent response to button presses. Keypad was removed to investigate and evidence of keypad contamination was located under "contrast","up" and "down" contact buttons. The pump was returned with torn keypad by the "down" and "up" arrow keys.